Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient ins was replaced with a competition's device because the ins had malfunctioned. When asked what 'malfunction' meant, the caller had no information as to what occurred, when the ins was replaced, who the managing doctor was etc. The reason for the call was to obtain warranty information. Caller was unsure if just ins was removed or lead as well. No symptoms were reported. No further complications were reported/anticipated.